Event description:
According to the reporter: balloons broke in both trocars, current pt status: ok. Surgeon comments: was a little frustrated. Sales rep: none. No blood loss, no tissue damage, no extended time over 30 minutes, no injury to pt for both trocars being sent back. Correct this condition: grabbed a new trocar. Complications: none. Post op diagnosis: ok.

Manufacturer narrative:
(B)(4).